Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary service and repair evaluation: the customer reported that all speeds barely work on 05.000.008. The repair technician reported that some parts of the device do not function and that foreign substances or debris were observed on the shield and housing. The cause of the issue was user error. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008. Part # 05.000.008. Synthes lot # 008393. Supplier lot # 008393. Release to warehouse date: (B)(6) 2023. Expiration date; na. Supplier: (B)(4). No ncr's generated during production.

Event description:
It was reported that all speeds barely work on 05.000.008. It was found during weekly audits and there was no patient involvement. There was no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.